Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at the hospital. The customer was hospitalized on (B)(6) 2021 due to cardiac arrest. The caller stated that the customer had diabetes and kidney disease besides the cardiac arrest that may have led to the customer's passing. The customer¿s blood glucose was 600 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. It was unknown if auto mode feature was in use during the reported event. The caller agreed to return the insulin pump for analysis.